Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08234. The patient received two leads from the same lot number. It was reported the patient had neither used nor recharged his ipg (implantable pulse generator) for at least a year since he had ineffective pain relief. The patient reported the external devices were not able to establish communication with the ipg and the sjm representative confirmed it in the follow-up meeting. The patient had been scheduled for an ipg replacement at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.